Manufacturer narrative:
(B)(4): d10: item # 47249436011, retrograde femoral nail - purple 11.5 mm diameter 36 cm length use red proximal screws and black distal fixed angle screws, lot # unknown. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported through a post-market clinical follow-up database that the patient experienced distal screw migration associated with pain, and the patient was treated with removal of the distal screw approximately 5 months post-implantation. The event was assessed as having a causal relationship to the device. Attempts have been made and no further information has been provided.